Manufacturer narrative:
The device has not been returned for evaluation. The reservoir shows clotting. According to the picture sent along with the complaint clotting could be confirmed. Clotting is a known phenomenon to maquet cardiopulmonary and has been thoroughly investigated in a previous complaint. The cause of this failure was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time no further investigation will be performed. This data will also be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has not been received for evaluation. A follow-up medwatch will be submitted if additional information becomes available. Additional information: the product mentioned under suspect medical device is a tubing set with reservoir and the included affected component has the contributing design function of the reservoir which is registered under 510(k): k102919.

Event description:
"There was clotting in the reservoir during patient use." No known consequences to the patient. (B)(4).